Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 75 mcg/day) via an implanted pump. The indication for pump use was not reported. On (B)(6) 2017, during the implant procedure, the physician attached the pump segment of the catheter to the pump. When he didn't get csf (cerebrospinal fluid) through the catheter access port he decided to disconnect the catheter from the pump. When he tried to disconnect it, he had a hard time removing it. He ended up sliding the rubber outside cover off the connector. It took a great deal of force to remove it. It was then decided to use a new pump segment catheter to complete the implant procedure. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was noted that when the physician connected the catheter to the pump he turned it 360 degrees and gave a tug. It looked like it was connected properly and he tried to get it off the normal way by ¿squeezing the dors on the connector and pulling¿. The issue was resolved by using the new pump segment catheter. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.